Event description:
Additional information stated that patient was admitted for gi bleed on (B)(6) 2021. Patient had symptoms of fatigue, and occasionally shortness of breath (sob). It was informed that patient remained in hospital with blood pressure management and gi bleed. Gi bleed was not confirmed. Capsule endoscopy at that time did not reveal a source of bleeding. Patient was bleeding bright red blood per rectum and had low flow alarms. It was treated by decreasing warfarin sodium dosing, added octreotide 100 subq bid.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal (gi) bleeding, and low flow alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was admitted for blood pressure management, and gastrointestinal (gi) bleed due to the presence of bright red blood per rectum and melanic stools. The patient¿s blood thinner medication dose was reduced, and a synthetic hormone peptide medication was added. A capsule endoscopy was unable to locate the source of bleeding. It was also reported that the patient was experiencing low flow alarms. The submitted controller event log file contained data from (B)(6) 2021 09:38:38 through (B)(6) 2021 11:29:03. The log file captured 130 intermittent low flow fault flags when the flow dropped as low as 1.4 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 25 lasted at least 10 seconds to trigger a low flow hazard alarm. The low flow faults and alarms filled the entirety of the log file. No other alarms were captured. The pump appeared to function as intended. The controller periodic log file contained data from (B)(6) 2021 20:17:38 through (B)(6) 2021 11:16:45. The log file captured 8 low flow fault flag when the low dropped to 1.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, only 1 lasted at least 10 seconds to trigger a low flow hazard alarm. No other alarms were captured. The pump appeared to function as intended. The lvad event and periodic log files captured the pump functioning as intended. Per additional information received from the vad coordinator, the patient continued with intermittent low flow alarms despite optimal medical management, and the patient¿s physician requested low flow software to be installed. The clinical consultant upgraded the main application software to version 1.7 and applied the software label on the controller. The software adjusted the low flow threshold to 2.0 lpm via lfat. The patient and clinical staff were given copies of the low flow alarm guides. The patent remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The current heartmate 3 lvas IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of previous gi bleeds is reported in MFR report # 2916596-2021-02711. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a gastrointestinal (gi) bleed. The patient presented with 1 day history of bright red blood per rectum and melanic stools. The patient's hemoglobin upon admission was 10.0 g/dl. The patient has a history of multiple gi bleeds with workups revealing multiple arteriovenous malformation and diverticula. The patient was also having low flow alarms. An echo was done which was unremarkable. The patient also received 1 liter of fluid, and their blood pressure was 86-97 mm hg range. The patient's log files were sent for review. The log file captured low flow alarms on (B)(6) 2021. These occurred when pi was elevated.